Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The reported difficulty to position was able to be confirmed. The reported difficulty to remove was unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending coronary artery. A 4.0x15mm xience alpine stent delivery system (sds) experienced resistance with a non-abbott guide wire, both during advancement and during removal. The sds was removed and a new, same-sized xience alpine sds was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.